Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Follow-up #1 date of submission 04/13/2015. Additional information: on (B)(6) 2015, the reporter contacted animas and noted the alleged elevated blood glucose condition was attributed to not bolusing during eating. There was no indication or allegation of device malfunction or use error. Follow-up #3 06/11/2015 device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the pump black box showed no evidence of alarms related to the complaint. The pump performed the rewind, load, and prime without issue and was exercised for 24 hours without issues. The pump motor was found to be operating normally and no motor noise issues were observed. Unrelated to the complaint, the pump battery compartment was found to be cracked below the grip pad. Follow-up #2 date of submission 04/13/2015. Correction: follow-up #1 was submitted in error. Please disregard follow-up 1. There was no reported malfunction or use error of animas devices.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose was 25.8 mmol/l with symptoms of dehydration and nausea. It was reported the pump¿s motor was emitting an abnormal grinding noise, which the reporter alleged caused the reported blood glucose excursion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged blood glucose excursion was attributed to an alleged pump malfunction.